Event description:
During a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion was located in the right coronary artery. The physician predilated the lesion with a 2.5 x 15 mm maverick balloon and deployed a taxus atom drug eluting stent. The physician then attempted to advance a 2.50 x 12 mm taxus liberte' drug eluting stent, but could not advance past the placed stent. The stent delivery system was advanced several times in an attempt to cross the previously placed stent, however, the taxus liberte' would not advance. Upon withdrawing the device, the physician noticed that the stent had dislodged inside the pt. The physician attempted to locate the dislodged stent using fluoroscopy of the entire body, also did CT, but was unable to locate the stent. The procedure was completed at this point. A search at the bed side and, floor of the room and they did not find the stent. No further pt injuries or complications occurred.